Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device mfg. Date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the abbott diabetes care (adc) device in use with iphone se phone with ios operating system version 17.6.1. The customer encountered an "unspecified scan" error message and was unable to obtain glucose readings. As a result, the customer lost consciousness, leading to the call for an ambulance that transported them to a hospital. Upon arrival, the healthcare professional only checked the customer's glucose levels. There was no report of death or permanent impairment associated with this event.

Event description:
An error message was reported with the abbott diabetes care (adc) device in use with iphone se phone with ios operating system version 17.6.1 and app version 2.11.2.8275. The customer encountered an "unspecified scan" error message and was unable to obtain glucose readings. As a result, the customer lost consciousness, leading to the call for an ambulance that transported them to a hospital. Upon arrival, the healthcare professional only checked the customer's glucose levels. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The user reported scan error. The reported issue was investigated. The reported configuration was not compatible with the customer's reported application. The latest revision of the compatibility guide was available to the customer on the abbott diabetes care website. As the compatibility guide is provided to the customer and the incompatible configurations were used, this complaint is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.